Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas integra 400 plus analyzer. The initial result was 127 mmol/l with a data flag and the repeated result was 133 mmol/l. The sample was repeated due to the sample having an anion gap of less than 2 mmol/l. The sample was repeated on a different integra 400 plus module in another laboratory. The repeated result was believed to be correct. The results were reported outside of the laboratory. The na electrode lot number is 21513147 and the expiration date was requested but not provided.

Manufacturer narrative:
The customer recalibrated with a fresh calibrator. After recalibration, the customer performed quality controls and tested patient samples without issues. The investigation determined that the customer recalibrating with a fresh calibrator resolved the issue.